Manufacturer narrative:
The pump has not been returned to animas. The pump is out of warranty, and the pt has chosen to continue using the device at this time. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that the keypad buttons were unresponsive. A family member reported that a reminder was rec'd on the display screen, but there was no response when the ok keypad button was pressed. The pump was disconnected from the pt and rebooted, and the family member was then able to obtain a response from the ok button with several presses. She noted that the up arrow and down arrow keypad buttons responded appropriately. The family member stated that the keypad buttons bounce and spring back as expected. She reported later the same day that the ok keypad button was completely unresponsive. She denied physical damage to the rubber keypad, and stated that the pt wears the pump on her waist with a clip.